Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the atellica im 1600 analyzer outputted an out-of-range quality control (qc) and falsely elevated carcinoembryonic antigen (cea) results on multiple patient samples. Qc was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and identified that the aspiration probe 1 was clogged, replaced probe and pinch valve, ran auto check and the customer ran qc & patient samples, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as quality control (qc) recovered within acceptable ranges. Siemens determined that the clogged aspiration probe contributed to the falsely elevated cea results. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
The customer reported that falsely elevated carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated in duplicate on an alternate instrument. T he repeat results recovered lower than the erroneous results, correlated to historical results and patients' history. The first repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea results.